Event description:
Philips received a complaint reporting that the device had a co2 re-breathing error and the customer is requesting a quote for air & o2 flow sensor assembly. The remote service engineer (rse) transferred the customer to parts department. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/06/2022, 10/24/2022 and 11/02/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.